Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could be simethicone. It was unknown if the reprocessing steps at the material residue point were conducted in accordance with the instruction manual. No physical damage was confirmed at the place where the foreign material remained. The root cause of the foreign material remained in the device could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited white foreign material in the air/water and jet tube. There was no patient involvement.